Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2019-12-05 mpxr 685731, crts 3951291 (con, rep): it was reported that the family of a patient wanted to know if the ins was faulty. It was stated therapy has turned off on its own and charging takes a long time. There was stated to be a known bipolar 8-9 short, but that they were not being used therapeutically. Stated environmental/external/patient factors that may have led or contributed to the issue include the patient changing into an assisted living facility and it is unknown how frequent or consistent the ins is being charged. Impedances were checked, charging coupling, and a data report was pulled as troubleshooting/diagnostic steps. The family was provided in-service on charging fundamentals as an action/intervention. It was unknown at the time of reporting whether the issue was resolved. On (B)(6) 2019 ,additional information was received from the rep stating that the patient was concerned about the integrity of the ins and they had high settings. (B)(6) 2019 e1 (rep, hcp): additional information was received that the patient was "supposed to be responsible" for maintaining the charge of their device, but that the patient's daughter was unsure if the patient was unable to keep up with doing so. The patient's daughter indicated therapy turned off on (B)(6) of 2018 and that it turned off a second time in late (B)(6) of 2019. It was further clarified that the cause of therapy turning off "on it's own" has not been determined by the family at this time. In discussing the charging features with the patient's daughter, it was clarified the patient's daughter felt the time it took to charge was long because the battery charge was low and the patient was trying to charge it to 100%. The cause of the short was not known, as the "neurologist inherited the patient. The short was already present." The patient met with the neurologist and the rep was present. Impedance were tested and charging fundamentals were discussed as further steps to resolve the issue. Since (B)(6) 2019, it was stated the patient's battery had not turned off on its own. It was stated the patient's daughter and family have communicated to the care facility that the ins needs to be charged daily. It was stated the family would reach out if there are further issues.